Event description:
A cartridge alarm 20 was reported by the caller during pumping. A blood glucose level was within the normal range and did not exceed 500 mg/dl (27.7 mmol/l). The caller received assistance in loading a new cartridge using the proper technique and successfully resumed insulin therapy, resolving the issue.